Event description:
It was reported that the versacross connect access solution for faradrive was selected for use in a pulmonary vein isolation (pvi). When attempting to insert to non-boston scientific introduce dilator over versacross rf wire, physician stated it would not fit. Then tested to see if versacross wire would thread through versacross dilator, and it also would not fit through the tip of the dilator. Then, the rf wire was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. The vc connect dilator would not fit over the vc connect wire, likely because of the known heat shrink issue at the proximal end of the wire. The wire was not damaged to the visible eye, but the heat shrink coating may have been a little too loose. No issue with the vc dilator.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected with the vhx inspection, and a flaring was observed at proximal heat shrink transition. Next, the device passed the dimensional test, since its shaft outer diameter was within specification near flaring. Additionally, the rf wire failed the functional test, as it was not possible to track it through a sample versacross dilator. The reported allegations were confirmed.

Event description:
It was reported that the versacross connect access solution for faradrive was selected for use in a pulmonary vein isolation (pvi). When attempting to insert to non-boston scientific introduce dilator over versacross rf wire, physician stated it would not fit. Then tested to see if versacross wire would thread through versacross dilator, and it also would not fit through the tip of the dilator. Then, the rf wire was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. The vc connect dilator would not fit over the vc connect wire, likely because of the known heat shrink issue at the proximal end of the wire. The wire was not damaged to the visible eye, but the heat shrink coating may have been a little too loose. No issue with the vc dilator.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.